Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Explant date is blank as the cup was not removed. Reported event was confirmed by review of blood lab work noting elevated metal ion levels. Additional information does not change the root cause of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a left hip revision approximately 14 years post implantation due to elevated metal ion levels. Pre and post op diagnosis of femoral loosening, however during the surgery the stem was noted to be well fixed and not revision. The head and liner components were removed and replaced with competitors products.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: item# 157448 m2a-magnum mod hd sz 48mm lot# 463770, item# x180312 bi-metric/x por nc 12x140 lot# 099450, item# 139260 m2a-magnum 42-50m tpr insrt +6 lot# 911870.  Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 01590.

Event description:
It was reported bilateral patient underwent revision of left total hip arthroplasty approximately 14 years post initial implantation due to cobalt toxicity (mental and physical), pseudotumors, bone loss, muscle loss, pain and the inability to use left leg to climb stairs. Attempts were made to obtain additional information; however, none was available.